Manufacturer narrative:
Product analysis: optical and microscopic examination of the set screw witness marks on the associated rod identified asymmetrical witness marks, and localized rod wear around the asymmetrical witness marks, consistent with cyclic movement of the fas saddle. Additionally, one of the four returned fas saddles were noted with localized wear, consistent with the aforementioned cyclic movement. The above observations are consistent with incomplete or angulated rod at final tightening, which could contribute to subsequent screw back out.

Manufacturer narrative:
This product is not approved for sale in us but a similar product with catalog number 7640020 and 510k # k052187 is approved for sale in us. (B)(4) (revision surgery). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior fusion at levels th12/l2 .post op, a set screw at unknown level backed out. Patient underwent revision surgery for removal.